Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
The patient was implanted on (B)(6) 2025. On (B)(6) 2025, the patient presented to the emergency department with confusion and right sided weakness. On (B)(6) 2025, the patient had the anterior depth lead explored and removed. The culture was positive for infection. The patient was commenced on antibiotics at the onset of presentation. Subsequently, on (B)(6) 2025, the remainder of the rns system (neurostimulator and a depth lead) was explanted. Treatment included standard IV antibiotics transitioning to oral treatment upon discharge (levofloxacin for 1 month). Diagnosed as a deep intraparenchymal infection.